Manufacturer narrative:
H6: investigation summary. A device history record review was completed for provided lot number 2004108. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility. The retained samples were evaluated and no signs of defect were observed. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an in-line detection system that inspects all product and automatically rejects any product with signs of defect, such as a broken plunger. At this time, the investigative results do not support an exact cause for this incident. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. H3 other text : see h10.

Event description:
It was reported that a syringe s2 20ml 18ga 1-1/2in bd china had a damaged plunger rod during use. The following was reported by the initial reporter: "on (B)(6) 2020, a 20ml syringe was used to draw fluid, and the syringe plunger was found to be broken, and the use was immediately stopped, causing no harm to the patient."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe s2 20ml 18ga 1-1/2in bd china had a damaged plunger rod during use. The following was reported by the initial reporter: "on (B)(6), 2020, a 20ml syringe was used to draw fluid, and the syringe plunger was found to be broken, and the use was immediately stopped, causing no harm to the patient."